Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with a 2.0 u/h basal rates and monitored for three days, several boluses were also delivered. The insulin pump delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No low reservoir alarm noted. No moisture damage was found on the keypad, electronic, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's low blood glucose was 37 mg/dl and high blood glucose was 461 mg/dl. Device had alarmed no delivery alarm. Customer mentioned the device missed a bolus. Device passed the displacement and self test. Device was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.